Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,112 units of this code-batch. There are no units in our stock. We have received 3 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. Pull out of suture in all closed samples received is correct and the current one. Sutures have been pulled out without difficult and does not become tangled. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.17 kgf in average and 3.06 kgf in minimum (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). We have also tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.80 kgf in average and 1.23 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle detached from thread. The thread is also tangled in tha pack, and in some units it breaks. Additional information has been requested.